Event description:
It was reported that the patient had no stimulation sensation and was not able to adjust stimulation. It was stated that the recharged indicated that the implantable neurostimulator (ins) was fully charged, showing "tear drops." However, the patient programmer reportedly showed a warning screen that indicated that the ins battery was low. It was noted that replacing the patient programmer batteries "did not help." Additional information was requested but not received at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).